Manufacturer narrative:
Event and therapy date is estimated. Explant date is unknown. Further information requested but not available. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. .

Event description:
Manufacturer report numbers: 1627487-2020-04519, 1627487-2020-04521, 1627487-2020-04522. It was reported that the patient¿s remaining part of the lead eroded through patient¿s scalp (reference MFR # 1627487-2020-04443, 1627487-2020-04444, 1627487-2020-04446,1627487-2020-04450 for partial lead explant). As such, the remaining portion of the lead was removed four to six months ago on unknown date.